Manufacturer narrative:
(B)(4). If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients.

Event description:
Boston scientific received information that during a recent ablation procedure it was noted that there was noise on the electrogram (egm) when ablation, and the noise disappeared when ablation was stopped. Boston scientific technical services (ts) was consulted and recommended changing the programming to voo 30 beats per minute (bpm) to avoid any additional pacing during the procedure. Programming was changed to aai 50 and when ablation occurred, it looked like the patient was going into ventricular tachycardia (vt) on the surface electrogram (egm). Ts advised that the ablation catheter was too close to the right ventricular (rv) lead which was causing issues. A memory save was done and sent to engineering for review. Engineering noted that there was something noted that is consistent with what looks like electrocautery, and there were no resets or abnormal faults noted. All other testing and measurements appeared normal and the device was functioning properly. To date, no adverse patient effects have been reported.